Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 97745nt, (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the caller reported that the controller is 'not working'. Caller stated that they went to charge the implanted neurostimulator today and the controller said everything was fine, but when they looked at the controller the green light was solid but, the screen would not light up. Caller tried to press stim on/off button but, controller was still unresponsive. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery and confirmed controller is 90% and implant is 30%. Caller then connected recharger and confirmed charging excellent. Pt asked - agent reviewed battery pack and ins battery information. At the end of the call, pt mentioned that the other day, all 3 of their groups went to 3.9 but they did not have it set that way. Pt stated their legs go crazy and they can't walk. Pt confirmed they now have intensities at a comfortable level. Agent reviewed with caller external devices appear to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient. It was reported that the the settings changed on their own. After they changed to 3.9, it turned off. A "hard boot" fixed the problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.